Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed rewind test, self-test, unexpected restart error test and displacement test. No unexpected low battery, batt out limit and failed batt test alarms or rewind anomaly noted during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that they had to push act push more than once-hard to push and motor in pump when rewind was louder. Customer stated that insulin pump reject new battery. The insulin pump will not be returned for analysis.